Manufacturer narrative:
The t:slim user guide states: "you must take off your t:slim pump and leave it outside the procedure room if you are going to have any of the following procedures: x-ray, computer tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan, or other exposure to radiation." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump has been exposed to water and was worn during computer tomography (CT) and magnetic resonance imaging (MRI) scans in the past. There was no impact to the customer's blood glucose level. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.